Event description:
Dr was beginning cysto fulguration; during insertion,part of beak broke off in pt. They removed resectoscope and 1 broken piece. Radiologist performed cystogram which showed another piece in bladder. Dr retrieved the 2nd and last piece; they matched broken pieces with remaining beak and confirmed they had retrieved all pieces. At that time, because dr could not attain clear visualization and wanted to make sure pt condition was stable, he cancelled procedure and will reschedule it for another date. There was no adverse effect on pt and pt condition post-procedure was good.